Event description:
Patient developed pain and swelling postoperatively.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Following further investigation by applied research and bioengineering, notification was received that: root cause: undeterminable, from the information available it is not possible to say what caused this revision. The post primary x-rays indicate a tibial tray with a good medial lateral fit but undersized anteriorly. The tibial cut is slightly higher than the fibula. Both of these may help explain the tibial collapse. However, in other patients these factors may have no effect. It is not possible to comment on the patient bone quality. The lab did report alumina grit in the insert which has been linked to high wear rates. This damage seen on the tibial tray was not abnormal. The performance of the duofix tibial tray was reviewed in detail in (B)(4) and was deemed to be acceptable. All implant fixation methods have a risk of damage to the implant. No specific device failure was noted. It is likely this revision was caused by a combination of patient, surgical procedure, surgical process or device related factors. Insufficient information is available. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research. The investigation will be closed with an interim report and will be re-opened when the bioengineering report is completed. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.